Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump where the customer reported that the pump did not alarm for air in line. There was patient involvement; however there was no harm reported.

Manufacturer narrative:
It was identified that the 4 occurrences in this complaint were already captured (report number 9615050-2022-00240 with event date 09/13/2022; report number 9615050-2021-00142 with event date of 09/01/2021; report number 9615050-2021-00143 with event date of 09/01/2021; report number 9615050-2021-00144 with event date of 09/01/2021). This MDR is considered a duplicate of the 4 reports indicated.correction made to d1 , d4, d9, h6, e1 & e3.